Event description:
It was reported that during routine follow-up on (B)(6) 2025, it was discovered that the pacemaker was in safety mode. It was noted that the last interrogation was performed in (B)(6) 2024 and had showed a remaining battery longevity of four years. The pacemaker was replaced on (B)(6) 2025. No additional adverse patient effects were reported. The device is expected to be returned.